Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue with charging the pump battery. Additionally, the pump battery was observed to be depleting rapidly and a cartridge change error occurred. There was no reported impact to the customer's blood glucose level. Additional information was not provided. The customer declined troubleshooting and follow up from tandem technical support.